Manufacturer narrative:
When the patient lens was impacted, the doctor subsequently performed cataract surgery and implanted an iol. Customer reports that the situation may have been partially due to patient head movement. They aren't completely certain. The patient result was good with no complications and good visual acuity. Other patients were treated with the same laser post the patient with the adverse event, and there were no further issues. No pm was requested and the laser is in good working order. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated . Adequacy of device design : indications of parameters relevant to safety : anterior and posterior offset located on the laser head control knob are letter and colour coded . Accuracy of controls : offset range is well defined with the required tolerance. Adequacy of labelling : operator manual (included in attachment) includes sufficient instructions , warnings , precautions for the safe use of the device and the labelling is considered adequate. Risk management :the risk assessment include the relevant risk control measures customer complaints : the device has been in use for 2.5 years from the date of manufacture, no other untoward incidents related to device use were reported apart from this event . The report was sent on 21st and 23rd , however there was an issue with the manufacturer report number and hence the esg process was not successful.

Event description:
Physician nicked natural lens (doctor misfocused the laser) with the yag laser beam, which created a cataract (cloudy lens).